Event description:
Problem in work with x-ray tube. It was reported to philips that there was a problem with the x-ray tube. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the problem is in work with x-ray tube. The distributor found that there was a missing calibration in the geometry of the x-ray tube. To resolve the issue geometry calibration has been done and the system has been returned to use in good working order. The codes were updated based on the investigation outcome. Heath impact code was corrected.